Manufacturer narrative:
The reporter informed the company that the product has been discarded.

Event description:
Consumer contacted via e-mail and stated that the brush heads would not fit properly; they would not go all the way down and frequently fell off in his/her mouth. No injury was reported. Follow-up: consumer stated the defective brush had been discarded.